Manufacturer narrative:
(B)(4). Date sent: 12/09/2015. Device was not returned for evaluation. (B)(4). Additional information received: what were the indications for surgery? Take down of ileostomy. Did have diverticulosis from previous surgery. Did the patient receive any chemo or radiation prior to the procedure? No. How many days post op did the leak occur? Eleven days. When the patient returned to the hospital, how was the leak identified and addressed? Draining from below. Did CT scan and saw staple line pulled apart 25%. What were the steps prior to the actual firing of the circular stapler? He did say when dialed down, felt too tight and loosened some, waited and then fired. Was in green range. What was used to transect the colon? Contour stapler. Said felt was too thick when going to fire this and transacted more before then firing. What was the approach (end to end, end to side, etc.)? Purse string(hand sewed) then circular below.

Event description:
It was reported that during a laparoscopic colon procedure "used two devices; the first one had complete doughnuts but leaked. Second device had complete doughnuts and no leak. Came back today in hospital with leak." No devices will be returned.